Event description:
It was reported that the left ventricular (lv) lead had high threshold and the patient experienced phrenic nerve stimulation which required the device to be reprogrammed to right ventricular pacing only. The lv lead was capped, partially explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was also noted that the distal conductor was distorted and there was apparent explant damage. Proximal segment returned and analyzed.